Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the nurse replaced the patient's PICC sterile closed infusion needle, but there was resistance when exhausting, so it could not exhaust.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21055007. Further information provided by the customer confirms that a zhejiang longde 20ml syringe was used as a connecting product. The customer confirmed that they were unable to connect the syringe to the 2000e china product. A review of the production records for lot 21055007 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the nurse replaced the patient's PICC sterile closed infusion needle, but there was resistance when exhausting, so it could not exhaust.